Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient that (B)(6) 2015 a cardiac assist device of type lvad was implanted into patient to support the right ventricle (rvad). Simultaneously a lvad had been implanted to support the left ventricle. On (B)(6) 2015 patient had "high power" alarms occurred at home at the rvad side. The patient came for examination to the hospital and it was stated that the analysis of the log files showed a sudden power increase on (B)(6) 2015 and after that a continuous power increase continued. The "acoustic analysis revealed a third harmony". It was also stated that the hemolysis parameters were clearly increased. All parameters and measurement values of the left pump were within the normal range. It was further stated that lysis therapy was carried out and by doing so the power parameters went back to the normal (previous) values. The amplitude of the "third harmony" went down to minimal values. In the subsequent days the hemolysis parameters were falling and the system parameters stayed within the normal range. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Hvad pump hw843 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.